Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned, however a photo was provided for evaluation. In the photo it can be seen that the safety clip has been dislodged, but it could not be determined if the clip was damaged or deformed. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available. Note: this report is being filed as event 2. Event 1 was filed under MFR report number 2523676-2019-00141, because the user facility was unsure what item and batch were in use when the incidents occured and they reported two potential items and batches that are manufactured at different manufacturing sites.

Event description:
As reported by user facility: event 2. While carrying a trash bag the provider was impaled with a used unit. Upon examination, the unit's safety device was not engaged, rather half-way back on the stylet.